Event description:
It was reported that the patient presented to the emergency room with inappropriate shocks caused by oversensing. High pacing thresholds, high rv lead impedance greater than 3000 ohms, and loss of capture were also observed. The patient further stated that the "lead broke." The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. Additional information received indicates an allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased and "death associated with explant."

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.